Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s wife, who is a pharmacist, reported customer¿s adc freestyle libre sensor produced readings that were believed to be erroneously high and provided the following results: 104 mg/dl, 104 mg/dl and 106 mg/dl. She further reported that on (B)(6) 2019 the customer felt ¿trembling, sweats and a loss of consciousness¿. Caller treated customer with oral sugar. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s wife, who is a pharmacist, reported customer¿s adc freestyle libre sensor produced readings that were believed to be erroneously high and provided the following results: 104 mg/dl, 104 mg/dl and 106 mg/dl. She further reported that on (B)(6) 2019 the customer felt ¿trembling, sweats and a loss of consciousness¿. Caller treated customer with oral sugar. No additional treatment was reported. There was no report of death or permanent injury associated with this event.